Manufacturer narrative:
(B)(4).all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report from a surgical center that while attempting to implant an intraocular lens (iol) the surgeon noted the patient was bleeding excessively. The iol was removed from the patient''s eye; the report indicated that there were no quality issues with the device. It is unknown if another iol was implanted during the procedure or the cause of the bleeding. The iol was discarded in the field and will not be returned to the manufacturer. Additional information was requested but not provided.